Event description:
It was reported that this pacemaker exhibited a gradual rise in right ventricular (rv) pace impedance measurements eventually going out of range, resulting in a lead safety switch (lss). Noise was observed which was oversensed resulting in pacing inhibition for greater than two seconds. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.